Manufacturer narrative:
An investigation has taken place and the following corrective action will be implemented: post event, the physician sought assistance from rhytec inc. And has since been re-educated to rhytec's protocol to adhere to rhytec's pre/post treatment parameters and has received follow-up training in the directions for use of the device. The device was used successfully prior to the event and has subsequently been used after the event on other patients with no adverse results.

Event description:
It was reported to rhytec, inc. That a misuse event may have caused a patient to experience temporary hypertrophic scarring. A patient with a pre-condition of high level solar damage and thinning epidermis of the skin received the maximum energy and frequency of the device and excessive pulses not adhering to rhytec's pre treatment guidelines to use topical anesthesia during treatment as outlined in the user manual and clinical in-service training. The treatment was outside of rhytec inc.'s treatment parameters and current labeling. The patient has required a prescription drug regime, injections and topical treatments. The patient's follow-up treatment is ongoing. The patient's condition was diagnosed as temporary and will resolve over time. Post event, the physician acknowledged that he was outside the treatment parameters and has since realigned his methods to meet rhytec's labeling.